Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. Review of a provided poor quality photographed patient x-ray confirms the femoral head is eccentrically loaded the acetabular component, supporting the reported disassociation. Review of provided photography finds evidence to suggest the femoral head contacted the acetabular cup, further supporting the reported disassociation. The ard's appear to be fractured. No further conclusions can be drawn. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been just under a year since the op and the patient has presented with an extremely bad squeaking hip. After taking x-rays, it was evident that the femoral head was riding on the shell, therefore the cause of the squeaking. The surgeon did the revision yesterday and saw that the liner had disengaged. Surgeon opened up and replaced the liner with a marathon lipped liner and changed the head.